Manufacturer narrative:
The tip-up fenestrated grasper instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with pulmonary wedge resection surgical procedure, the tip-up fenestrated grasper instrument wrist broke when the technician went to remove the instrument. It was stuck on the edge of the cannula. The instrument was not able to be removed by itself so the instrument and cannula were taken out together. A da vinci cadiere forceps instrument was used in place of the defective instrument. The procedure was completed. Intuitive surgical inc (isi) followed up and obtained the following additional information from the operating room (or) manager: the instrument was inspected prior to use. Nothing was identified out of the ordinary. The surgeon believed it was a faulty equipment. The instrument was in use for 15 minutes prior to the issue occurring. The surgeon did not notice any issues until it fell off. The wrist was not attached. The instrument could not be removed through the cannula, so the instrument and cannula were removed together. The surgeon did not notice any damage to the cannula after the event occurred. The fragments were retrieved with another instrument. All the fragments retrieved were confirmed through x-ray testing. No further surgical procedure was required to remove the fragment. The case was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There were no images or recordings available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube measuring approximately 1.81" from the distal tip. Components adjacent to this broken main tube did not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. The complaint was confirmed by failure analysis.